Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that they did not hear a click, therefore, the needle mechanism did not deploy as intended during activation. Blood glucose levels reached 620 mg/dl.

Manufacturer narrative:
Device received without adhesive pad attached. The device is not deployed and the pink slide insert is not visible through the viewing window. The reservoir plunger was noted to be at the 0% full position. The reservoir was filled and the device did not double beep to indicate that it had been activated. Data downloaded from the device indicates that it is in pod state 14, having transitioned to deactivation after not being paired to a pdm in the required time duration. As this pod was never used to administer insulin, no further investigation is required.